Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient was doing surgery/ implantable neurostimulator (ins) replacements every two years. The ins's in 2015 did not last even two years.